Manufacturer narrative:
Physio-control replaced the main pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
Reporter was inspecting device and observed that the service wrench was illuminated. The reporter cycled power but the service wrench remained illuminated. When physio-control evaluated the device, it was observed that it would attempt to power up but then it would lock up.